Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight, race, and ethnicity was not provided. Procode: hcg/krd. (B)(4). Product information, including catalog and lot number, was not reported; UDI unavailable. Concomitant med products due to character limitation: excelsior sl-10 microcatheter, cashmere 14 (crc14030430/s14341) thermo-mechanical coil, 90 cm long 7f sheath, dac44 (concentric medical) distal access (da) catheter, deltaplush 2x4, 1.5x2, 1.5x3, 1.5x2,6f angio-seal vcd, 4x10 hyperglide microballoon, presidio18 ((B)(4)/c40510) thermo-mechanical coil, unk enterprise stent initial reporter - the customer contact information, including phone number, fax number, and e-mail address was not reported. (B)(4). It is not known if the product is available for evaluation. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the reported complaint and the associated manufacturer report numbers are 1226348-2018-00547 and this report.

Event description:
As reported by a healthcare professional, during a balloon-assisted coil embolization of an incidental recurrent left internal carotid artery (ica) aneurysm, the first unspecified coil repeatedly prolapsed into the parent vessel and could not be anchored, despite a previously implanted enterprise stent over neck of aneurysm. Angiography performed prior to the case revealed a larger, perfused section of the aneurysm base with a free lumen of approximately 4.4 x 2 mm and an aneurysm wall without blood supply. Activated clotting time (act) was increased with heparin to > 200 seconds for the course of the procedure. Approach was made from the right femoral artery. Access to the left ica was made via a 90 cm long 7f unspecified sheath, a dac44 (concentric medical) distal access catheter, and an excelsior sl-10 (stryker) microcatheter. The patient was started on intravenous (IV) aggrastat and balloon remodeling was subsequently performed with a 4x10 hyperglide (covidien) microballoon. The balloon was inflated four times (2:00 ¿ 5:45 min). A 12 mm x 40 cm presidio 18 ((B)(4)/c40510) thermo-mechanical detachable coil delivery system got stuck in the excelsior sl-10 (stryker) microcatheter and the 3 mm x 4.0 cm cashmere 14 (crc14030430/s1434) thermo-mechanical detachable coil delivery system could not be advanced. A total of 8 bioactive coils were used (cashmere 3x4 (removed), 3x4 (removed), 2x2.5, deltaplush 2x4, 1.5x2, 1.5x3, 1.5x2). The aneurysm was ¿almost completely shut off¿. The lumen of the ica was completely preserved. A 6f angio-seal was used for femoral access closure. The procedure was completed successfully. No patient complications occurred as a result of the event. Further follow up did not yet yield any additional relevant information regarding this event.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received indicated that the cashmere coil belonging to product code crc140304-30 that was initially reported as ¿could not be advanced¿ was the same coil that herniated into the parent vessel while being positioned in the aneurysm. The coil was difficult to position and protruded from the aneurysm while still attached to the device positioning unit (dpu). The coil was removed from the patient through the microcatheter. No additional intervention was required to remove the coil from the patient. The customer stated that the potential lot numbers for the cashmere complaint coil were s14341 or s10171. Analysis of the returned device revealed that the embolic coil was kinked and stretched. The customer reported that due to the mechanical manipulation prior to or during removal, the coil may have become damaged. As reported by the physician, the coil protrusion may have been related to the limited space for the coil to fit with the previously implanted coils. The purpose of the procedure was to treat a recanalized aneurysm associated with the off-label use of a 4.5x22mm enterprise stent (enc452212/10440083) that was initially implanted without coils on (B)(6) 2016 and later was coiled on (B)(6) 2016. The height of the aneurysm was 4.4mm and the width was 2.2mm. Information regarding aneurysm neck size was not available. The customer stated that the potential lot numbers for the cashmere coil were s14341 or s10171. Expiration date - lot s14341: 5/31/2022; lot s10171: 3/31/2021. Concomitant med products due to character limitation: excelsior sl-10 (stryker) microcatheter, 90cm long 7f sheath, dac44 (concentric medical) da catheter, deltaplush 2x4, 1.5x2, 1.5x3, 1.5x2,6f angio-seal vcd, 4x10 hyperglide microballoon, presidio18 (pc418124030/c40510) thermo-mechanical coil, 4.5x22mm enterprise (enc452212/10440083) vrd stent device manufacture date - lot s14341: 6/5/2017; lot s10171: 4/13/2016. Complaint conclusion: as reported by a healthcare professional, during a balloon-assisted coil embolization of an incidentally discovered recurrent left internal carotid artery (ica) aneurysm, the 3x4mm cashmere 14 (crc140304-30/s14341 or s10171) coil was difficult to position and protruded from the aneurysm while still attached to the device positioning unit (dpu). The device was removed through the microcatheter. No additional intervention was required. Product analysis revealed that the embolic coil was kinked and stretched. The customer reported that due to the mechanical manipulation prior to and during removal, the coil may have become damaged. As reported by the physician, the coil protrusion may have been related to the limited space for the coil to fit with the previously implanted coils. The customer stated that the potential lot numbers for the cashmere complaint coil were s14341 or s10171. The purpose of the procedure was to treat a recanalized aneurysm associated with the off-label use of an enterprise stent (enc452212/10440083) that was initially implanted without coils on (B)(6) 2016 and later was coiled on (B)(6) 2016. Angiography revealed a larger, perfused section of the aneurysm base with a free lumen of approximately 4.4 x 2.2mm and an aneurysm wall without blood supply. Information regarding aneurysm neck size was not available. Activated clotting time (act) was increased with heparin to > 200 seconds for the course of the procedure. The patient was administered intravenous (IV) aggrastat and balloon remodeling was subsequently performed with a 4x10 hyperglide (covidien) microballoon. The balloon was inflated four times (2:00 ¿ 5:45 min). A total of 8 bioactive coils were used (cashmere 3x4 (removed), 3x4 (removed), 2x2.5, deltaplush 2x4, 1.5x2, 1.5x3, 1.5x2). The aneurysm was ¿almost completely shut off¿. The lumen of the ica was completely preserved. A 6f angio-seal was used for femoral access closure. The procedure was completed successfully with no patient complications. No further information was provided. The 3x4mm cashmere 14 thermo-mechanical coil was returned for evaluation. The embolic coil was fully advanced out of the introducer. The device was almost fully sheathed. The device positioning unit (dpu) core wire was kinked at the strain relief. The ball tip was intact. The embolic coil was kinked and stretched. The articulating joint was intact. The resistance heating (rh) coil had not heated. The v-notch of the resheathing tool was undamaged. An attempt was made to retract the embolic coil into the introducer. The embolic coil successfully retracted into the introducer. An attempt was made to advance the embolic coil back out of the introducer. Damage to the embolic coil prevented it from advancing back out of the introducer. The customer presented two potential lot numbers for the affected device. A review of manufacturing documentation associated with both lots (s14341 and s10171) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacturing or inspection for either lot. The complaint of ¿positioning difficulty-coil herniation¿ is specific to the operational context and cannot be confirmed from the condition of the returned device. The embolic coil was advanced out of the introducer as received, and functional testing demonstrates that the damage to the embolic coil will prevent it from advancing further. The kink in the dpu core wire indicates that excessive force was applied to the device, possibly in an attempt to overcome resistance. Resistance was most likely caused by damage to the embolic coil, which prevents it from advancing smoothly. The instructions for use (IFU) cautions ¿if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire or if repositioning is difficulty, the micorcoil may have become stretched and could possibly break.¿ the cause of the damage to the embolic coil is not apparent from the condition of the returned device, and the circumstances surrounding the reported event are not known. However, 100% of devices are inspected for damage at quality control (qc) final inspection. Thus, it is very unlikely that the device left the manufacturing facility with the observed damage to the embolic coil. Coil prolapse into the parent vessel and coil kinking/stretching are known procedural complications associated with the thermo-mechanical coil family and coil embolization procedures. Recent advancements in vascular reconstruction devices and coils have allowed for the application of coil embolization for even relatively wide-neck aneurysms. Despite tight coil packing, protrusion of coil segments out of the aneurysm and into the parent artery still occurs. The root cause cannot be conclusively determined; however, it is possible that the size of the aneurysm, excessive embolization of previously implanted coils, and circumstances of the procedure may have contributed to the event. The physician reported that the positioning difficulty and coil herniation may have been related to the limited space for the coil to fit with the previously implanted coils. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of three products involved with the reported complaint and the associated manufacturer report numbers are 1226348-2018-00547 & 3008114965-2018-00666.